Manufacturer narrative:
The device has been received, and is being decontaminated. The engineer will evaluate the returned device and provide me with his report. I will then file a supplemental report.

Event description:
It was reported that , it appears that clips were dropped from the jaws of the device into the surgical site. The clips were retrieved. No patient injury occurred. The procedure was not altered and the surgical time was not extended.